Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia.

Event description:
It was reported that this patient was admitted to the hospital after receiving two shocks from this device. The patient was exercising when they felt unwell and received a shock. The patient fell unconscious and received a second shock which converted the arrhythmia back to normal. It was suspected that the first shock resulted in t-wave oversensing which accelerated the arrhythmia to a ventricular fibrillation which terminated the arrhythmia. The device was programmed to the primary sensing vector and the patent was given increase dosage of beta blockers medication to minimize the risk of a ventricular tachycardia. No adverse patient effects were reported.